Event description:
A healthcare professional (hcp) had a problem with the catheter anchoring device when implanting an infusion system. They deployed the anchor device and tried to pull it off, but the device broke. They pressed down and the metal tube came off of the plastic part. The metal tube stayed in the anchor. They had to take the metal tube and anchor off of the catheter. The catheter pulled back because of the anchor deployment tool. In trying to get the catheter off of the metal portion of the tool, the catheter pulled back. The doctor was able to advance it some, though it ended up 1 cm lower. It was not placed at a location that they originally wanted. The hcp was given another anchor from another kit. They were able to complete the implant by using another anchor tool, and the anchor deployed fine. There were no patient symptoms. The patient recovered without sequela, and they were doing well. The pump contained lioresal.

Manufacturer narrative:
The anchor dispenser was returned. Analysis revealed that the handle momentarily slipped from the base of the anchor dispensing tool.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.